Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received from the field with battery voltage at end of service level. Following x-ray evaluation, the pacer was cut-open and connected to an external power source, which indicated high current drain. Further evaluation isolated the source of high current drain to an integrated circuit which depleted the battery prematurely, consistent with field reported event.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.